Manufacturer narrative:
A supplemental MDR is being submitted for additional information from received from a product evaluation. The product was returned; therefore, a product evaluation investigation was completed. As a device was returned, a visual inspection was completed. Due to the nature of the complaint, functional testing and dimensional testing were unable to be performed. The complaint was confirmed through visual examination the returned device was visually examined for any abnormalities and the following was observed: post-expanded valve: leaflets wrinkled and dehydrated due to storage condition during the return handling process. Two (2) struts exposed through skirt at inflow side. Frame distorted. Imagery was provided by the site and revealed the following: one (1) strut protruded through sheath strain relief. One (1) bent strut at inflow side of thv. As the returned device meets specification with no evidence to support a manufacturing/design defect has contributed to the complaint, a manufacturing mitigation review is not required. While the IFU/ training manuals specific to this complaint event are not listed in the technical summary written by edwards lifesciences, review of the instructions reveals similar content as documented in the technical summary. Therefore, the review of the instructions/manuals within the technical summary remain equivalent to the instructions/manuals for this complaint event. The content adequately provides warnings and instructions for use regarding the reported complaint event. A review of edwards lifesciences risk management documentation was performed for this case. Current risk mitigation's include design and manufacturing controls, IFU warnings and cautions, and physician training. No evidence of product non-conformance's or labeling/IFU inadequacies were identified in the evaluation.' The complaint for frame damage was confirmed based on the provided imagery and returned device. Available information suggests procedural factors (high push force, excessive device manipulation, insertion angle) likely contributed to the event as it was noted that a strut protruded through the sheath strain relief. A steep insertion angle can result in non-coaxial alignment between the delivery system and sheath. Non-coaxial advancement of the delivery system through the sheath may lead to resistance. Additionally, excessive device manipulation or high push force can lead to the valve struts interacting with the sheath shaft and result in the strut damage at the valve inflow side. The product risk assessment (pra) is captured in the technical summary, which applies to this complaint event. The risks outlined in the pra remain the same. The pra documents the difficulty advancing the delivery system through the sheath, resulting in difficulty or the inability to introduce delivery system/loader and advance through sheath, prolonging procedure, which did occur during this event. Trending analysis indicates complaint rates are within the control limit. As the complaint did not exceed the pra re-escalation threshold, no further action is required. A CAPA (corrective and preventive action)/scar (supplier corrective action request) is not required because an edwards/supplier defect which could have resulted in the complaint was not confirmed. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
As reported by our japanese affiliates, during implant of a 26mm sapien 3 ur valve, there was strong resistance during delivery system insertion. The patient had received a stent graft implantation in the area from the abdominal aorta to both common iliac arteries. When the delivery system got stuck, the valve was located at femoral head (close the puncture site). The operator tried to adjust the insertion angle and propofol was used; however, the delivery system still could not be advanced. As a part of the valve frame seemed to be bent, the delivery system and esheath+ were removed. It was confirmed that the valve frame was sticking through the esheath strain relief. A new delivery system and esheath were used to finish the procedure. There were no vascular complications.

Manufacturer narrative:
Investigation is ongoing.